Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon performed an achilles repair on patient's ankle (side unknown). As directed by the surgical technique, the surgeon attempted to implant 2 anchors in the calcaneus after calcaneal osteotomy. Upon inspection, sales rep saw that the first anchor was visibly deformed. The slot that the sutures rest in was pinched closed. Rep decided to open the anchor to see if it could be made usable. It could not. The rep reports that he had several anchors available, but had to open a total of 7 anchors to get 2 that were usable. Before closing the patient, surgeon tried to hyperextend to test suture stability. The suture popped out, and the surgeon had to use the 7th anchor. The procedure was completed successfully with a 15-20 minute delay. No additional anesthesia was administered and the rep stresses that this procedure was done according to the published technique. The invalid anchors are available for return.